Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they had a return of symptoms of the bowl. Patient stated that they went to their health care professional maybe a month ago they set her upon program 2 and she felt no stimulation. They went to program 4 felt like it was stimulating at first and then nothing. Patient further stated that it seems like the device has moved and it feels like the device is sitting on bottom part of her rectum. This feeling started about last week of the device seemed like it moved patient is scheduled for surgery next friday the (B)(6) of (B)(6) because they think she has a tear between the rectum and the vagina. Patient also reported that they have been trying to connect but keeps getting system error. No further complications were reported or anticipated.